Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The investigation was unable to determine a definitive cause for this incident however the treatment appears to be related to the operational context of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Based on the information reviewed, there is no evidence to indicate the presence a potential quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was to treat an eccentric, de novo lesion in the mid right coronary artery with calcification and mild tortuosity. Pre-dilatation was performed with an unspecified 2.0x18 mm balloon dilatation catheter. A 4.0x38mm xience prime stent was implanted and there was no interaction of devices or other procedural issues, however, an edge dissection occurred. The dissection was covered with a new xience stent. There was no adverse patient sequela and no clinically significant delay in the procedure. No additional information was provided.